Event description:
Boston scientific (bsc) crm received information from a health care facility that the patient's entire system was explanted due to syncope and right atrial (ra) lead dislodgement. The ra lead dislodgement was thought to be caused by twiddler's syndrome.